Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the pump dispensed insulin during the load cartridge step. The patient reportedly filled the cartridge 2 times and during the load step insulin was dispensed. The pump emitted a "no cartridge detected" warning after the insulin was dispensed. This report is being made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified that there were "no cartridge detected" alarms found in the history. During testing, the pump was unable to detect the cartridge during the load step. The force sensor was found to be out of calibration. The pump case was removed and contamination was found on the force sensor plate.